Event description:
It was reported that during a total hysterectomy procedure, that the proximal clevis of a pk dissecting forceps instrument broke and fragments fell into the patient. The fragments were retrieved. It was also reported that during the procedure, fragments from the shaft of this instrument came off and fell into the patient. Most of these fragments were removed, but some small fragments were unable to be retrieved. The procedure was completed using a replacement instrument. The procedure was not significantly lengthened. As of 2007, there had been no complaints from this patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed various a section 4 inches from the wrist with light scraping. A small amount of material is removed. Damage is localized, only on one side of the tube. Damaged area is gray in color and has rough surface finish. Engineering also observed that the proximal clevis is intact, there is no damage to any of the components other than the main tube.